Event description:
Boston scientific crm received information that pace impedance measurements were fluctuating between 452 ohms and greater than 2000 ohms one day post implant. Noise was observed when the patient moved their arms and when the boston scientific crm sales representative pushed on the pocket. Farfield oversensing was observed on the right atrial (ra) channel when the ventricular sense (vs) occurred, but only happening when the noise is recreated. Technical services discussed a potential connection related issue. An invasive surgical procedure was performed. The ra lead was removed from the device header and re-inserted, ensuring that the setscrews were tight. No further complications were noted. No adverse events were observed.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.